Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, ten days after a caesarian section, the patient was admitted to the hospital, due to exudation from lower abdominal incision for more than 2 hours. Relevant examinations were completed and found that the right dressing had exudate. The right side of the incision was split, and the absorbable suture was broken, about 4cm long. Deep to the fascia layer, slightly red and swollen around the operation port, slightly hard tissue. There was mild tenderness, a small amount of yellow liquid. The patient was given symptomatic treatment of cleaning the operation port and anti-infection. Six days after entering the hospital, a secondary suture (nylon suture) was used to strengthen nursing and nutrition. Two weeks after that, the suture was removed, the patient was discharged after seeing that the incision healed well. It was noted that there was an inadequate maternity care.